Event description:
The customer reported the system display was blank and the boot up halted at the 5th arrow. The customer described a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.